Event description:
During the trial implant period for the evoke spinal cord stimulation (scs) system, an infection was identified. The trial devices were removed and antibiotics were administered to resolve the reported event.

Manufacturer narrative:
The device was discarded. Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including ¿infection that may require hospitalisation with intravenous antibiotic therapy.¿ the surgical guide also states that the patient may require surgery (including revision, explant, and replacement) as a result. The manufacturing records were reviewed. Product met all requirements for release.